Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close properly and the device did not automatically re-load. To re-load a clip the firing trigger was squeezed. This was done several times and it was decided to discard the device and use a new one. As a result of the difficulties encountered with this device, the procedure was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: (B)(6).